Manufacturer narrative:
Photographs of the device were examined. The type of breakage observed indicated that the screws holding the faceplate onto the light head were over tightened causing the face plate to fracture around the screw head. There were washers placed between the screw head and the faceplate which were not part of the original assembly. It was apparent that the faceplate had been removed and reinstalled. Improper device maintenance caused the failure.

Event description:
It was reported that the light faceplate and handle assembly fell onto a pt. No injuries were reported.